Event description:
It was reported that prior to an unknown procedure, the device was opened and the inner was open and the plastic damaged. There is no sign that the box has been dropped. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per the affiliate: the packaging for this case was returned with the product. However, investigation report stated that no box, blister or packaging materials were returned for analysis. Could you please confirm if the packaging would have been retained with the product during decontamination at cg labs? Also, rep advised that the top of the package was cracked and seal was open. There was no damage to outer package. The complaint indicated that the inner was open and the plastic was damaged. No box, blister, or packaging materials were returned for analysis. Only the device with bubble-wrap returned so analysis cannot confirm complaint event. Complaint not confirmed.